Event description:
It was reported to philips that the system's x-ray tube was defective, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment procedure when the issue happened. The procedure was completed (as planned) by operating with large focus. Philips field service engineer (fse) went onsite and confirmed that reported problem. Philips fse took no immediate action as the procedure could still use the large focus, and the system resumed operation with limited acceptance. The issue reoccurred on (B)(6) 2025, but the case was closed as the customer rejected the quotation. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed as planned by operating with large focus. The procedure was successfully completed without any delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.